Event description:
It was reported that cgm sensor displayed error message 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, and performed pump reset with guidance; cgm error did not reappear after reset, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.